Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 418 mg/dl. The customer had his gall bladder removed three days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery the day prior to the event. The high pressure test passed. No insulin exited during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.